Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was received with battery power loss alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a unexpected battery power loss alarm. The customer's blood glucose level was 8.2 mmol/l at the time of the incident. The customer stated that the insulin pumps battery life span was down to around two hours. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. The customer states that the battery cap was not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.